Event description:
The device was used during a hysterectomy. Reportedly, the staples did not form properly and the device was difficult to close. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.